Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced loss of consciousness and was unable to self-treat. A nursing service was contacted and the customer adminstered with dextrose by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact date of event is unknown. The date entered in section b3 is based on the customer's report of "sep2024". All pertinent information available to abbott diabetes care has been submitted.